Manufacturer narrative:
The revision reported was likely the result of osteolysis, an insufficient bond between the tibial tray and the bone, which led to aseptic (non-infected) loosening, and/or failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface. The extent and root cause of the possible osteolysis and loosening could not be determined as the devices were not returned for evaluation, images and radiographs were not provided, and details regarding cementing technique or environmental conditions were not provided.

Event description:
It was reported via an article titled "high rates of aseptic loosening in modern posterior-stabilized femoral components from a single manufacturer", that this patient's logic ps femur and tibia were revised 64 months postop the initial implant for aseptic femoral loosening.